Event description:
Patient care attendant, pca, was taking patient's vital signs when a pop was heard. The patient felt a burning under their tongue. Pca noted thermometer probe had a hole in the end of it with metal exposed. The probe was taken out of circulation. Follow up reveals: no adverse patient outcome.